Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I (rti) result cannot be determined. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant troponin I (rti) result was obtained on a pt sample. The sample was repeated and the result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin I (rti) result.